Event description:
Customer claims no alarm when it's plugged into port 1. Pressure must be applied on the rj 11 clip in order for the unit to work. The port 2 works perfectly and the alarm has power. No pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the sensor port 1 has a continuous alarm. The fail safe feature and sensor port 2 functions okay. The alarm unit has a cracked case. (B) (4).